Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the display was not working properly. However the customer did not accept the price, so the customer asked that the device be returned. (B)(4).

Event description:
It was reported that the right smaller screen could not display completely. The epg was returned to the manufacturer for servicing. There was no patient involvement.